Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to gui loss of communication errors, and the covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the event occurred. The unit passed all testing and operates within the manufacturing specifications.